Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 483 mg/dl while wearing the pod between 4 and 24 hours. The patient reports the pod failed to adhere and had come off causing the cannula to become dislodged from the infusion site (arm) while sleeping. Symptoms reported include extreme thirst and a headache. Once at the hospital the patient was treated with intravenous fluids as well as a manual shot of insulin. The patient was at the hospital emergency room for 2 hours. The patients pod will not be returned as it has been discarded.